Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that on (B)(6) 2015, the patient was on the phone with daughter around 6pm. The patient's daughter came to the house around 7pm and discovered the patient was on the floor unconscious. The patient's daughter called 911 paramedics and they arrived around 730pm. The paramedics took the patients' blood reading which was at 23mgldl. The paramedics then administered 25 grams of IV solutions around 8:00pm. The paramedics observed the patient until 830pm until the patient was responsive and well. No product defects or failures were alleged. At time of contact the patient was doing fine. No additional event or patient information is available.